Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge shroud was cracked. Customer's blood glucose level was 180-190 mg/dl. Damage was present upon initially opening cartridges and customer did not use cartridges as a result.